Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included right lower quadrant pain. Concurrent conditions included overweight, dysplasia, constipation, abdominal pain, cramp in lower abdomen, nickel sensitivity and perineal pain. Concomitant products included clarithromycin (macrobid), fluconazole (diflucan) and metronidazole (flagyl). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2010, the patient experienced arthralgia ("hip joint pain/joints all over"), allergic oedema ("allergic or hypersensitivity reaction type: excessive swelling"), vaginal infection ("vaginal infection"), incontinence ("incontinence"), migraine ("migraines / headaches"), anaemia ("anemia"), fatigue ("fatigue"), urinary tract infection ("uti"), pharyngeal swelling ("throat swelled") and food allergy ("jewelry and food allergy"). In (B)(6) 2010, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2010, the patient experienced tooth fracture ("cracked teeth/several root canals"). In (B)(6) 2011, the patient was found to have weight increased ("weight gain/20pound weight gain in 4 month"). In (B)(6) 2012, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient experienced insomnia ("hormonal changes describe: insomnia") and hot flush ("hormonal changes describe: hot flashes"). In (B)(6) 2017, the patient experienced excessive granulation tissue ("granulation tissue post hysterectomy with weekly treatment with silver nitrate"), coital bleeding ("post coital bleeding") and sleep disorder ("sleep disturbance"). On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required), 6 years 11 months after insertion of essure. On an unknown date, the patient experienced rash papular ("skin rashes\bumps"), pain in extremity ("legs pain/feet pain"), headache ("head pain"), abdominal pain upper ("stomach pain"), fear ("fear"), allergy to metals ("allergic or hypersensitivity reaction type: jewellary"), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), psychological trauma ("psych injury"), abdominal pain ("abdominal pain"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract disorder"), nausea ("nausea") and vomiting ("vomiting") and was found to have hormone level abnormal ("hormonal imbalance"). The patient was treated with surgery (total vaginal hysterectomy with bilateral salpingectomy) and several root canals. Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, menorrhagia, vaginal haemorrhage, insomnia, allergic oedema, vaginal infection, rash papular, incontinence, vaginal discharge, urinary tract infection, pharyngeal swelling, food allergy, fear, allergy to metals, psychological trauma, bladder disorder, urinary tract disorder, hormone level abnormal, nausea and vomiting outcome was unknown and the tooth fracture, arthralgia, female sexual dysfunction, migraine, anaemia, dyspareunia, fatigue, weight increased, alopecia, excessive granulation tissue, coital bleeding, sleep disorder, hot flush, pain in extremity, headache, abdominal pain upper, pelvic pain, dysmenorrhoea and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain upper, allergic oedema, allergy to metals, alopecia, anaemia, arthralgia, bladder disorder, coital bleeding, device breakage, dysmenorrhoea, dyspareunia, excessive granulation tissue, fatigue, fear, female sexual dysfunction, food allergy, headache, hormone level abnormal, hot flush, incontinence, insomnia, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, pharyngeal swelling, psychological trauma, rash papular, sleep disorder, tooth fracture, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vomiting and weight increased to be related to essure. The reporter commented: three coils on the left side and two on the right. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Pathology test - on (B)(6) 2017: cervix: no dysplasia or viral cytopathic change identified. Endometrium: proliferative endometrium, no hyperplasia, malignant or chronic endometritis present. Myometrium: adenomyosis, leiomyoma. Fallopian tubes: fallopian tubes with tubal ligation coils. Ultrasound pelvis - on (B)(6) 2018: the uterus is significantly absent. No evidence of essure coils are seen. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-apr-2020: social media received. New event vomiting and nausea added. New reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') and tooth fracture ('cracked teeth/several root canals') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included right lower quadrant pain. Concurrent conditions included overweight, dysplasia, constipation, abdominal pain, cramp in lower abdomen, nickel sensitivity and perineal pain. Concomitant products included clarithromycin (macrobid), fluconazole (diflucan) and metronidazole (flagyl). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2010, the patient experienced arthralgia ("hip joint pain/joints all over"), insomnia ("insomnia"), allergic oedema ("allergic or hypersensitivity reaction type: excessive swelling"), vaginal infection ("vaginal infection"), incontinence ("incontinence"), migraine ("migraines / headaches"), anaemia ("anemia"), fatigue ("fatigue"), urinary tract infection ("uti"), pharyngeal swelling ("throat swelled") and food allergy ("jewelry and food allergy"). In (B)(6) 2010, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2010, the patient experienced tooth fracture (seriousness criterion medically significant). In (B)(6) 2011, the patient was found to have weight increased ("weight gain/20 pound weight gain in 4 month"). In (B)(6) 2012, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient experienced hot flush ("hot flashes"). In (B)(6) 2017, the patient experienced excessive granulation tissue ("granulation tissue post hysterectomy with weekly treatment with silver nitrate"), coital bleeding ("post coital bleeding") and sleep disorder ("sleep disturbance"). On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required), 6 years 11 months after insertion of essure. On an unknown date, the patient experienced rash papular ("skin rashes\bumps"), pain in extremity ("legs pain/feet pain"), headache ("head pain"), abdominal pain upper ("stomach pain"), fear ("fear") and allergy to metals ("allergic or hypersensitivity reaction type: jewellery"). The patient was treated with surgery (total vaginal hysterectomy with bilateral salpingectomy) and several root canals. Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, tooth fracture, menorrhagia, vaginal haemorrhage, insomnia, allergic oedema, vaginal infection, female sexual dysfunction, rash papular, incontinence, anaemia, dyspareunia, vaginal discharge, fatigue, weight increased, alopecia, excessive granulation tissue, coital bleeding, sleep disorder, urinary tract infection, pharyngeal swelling, food allergy, hot flush, fear and allergy to metals outcome was unknown and the arthralgia, migraine, pain in extremity, headache and abdominal pain upper had resolved. The reporter considered abdominal pain upper, allergic oedema, allergy to metals, alopecia, anaemia, arthralgia, coital bleeding, device breakage, dyspareunia, excessive granulation tissue, fatigue, fear, female sexual dysfunction, food allergy, headache, hot flush, incontinence, insomnia, menorrhagia, migraine, pain in extremity, pharyngeal swelling, rash papular, sleep disorder, tooth fracture, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: three coils on the left side and two on the right. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Pathology test - on (B)(6) 2017: cervix: no dysplasia or viral cytopathic change identified. Endometrium: proliferative endometrium, no hyperplasia, malignant or chronic endometritis present. Myometrium: adenomyosis, leiomyoma. Fallopian tubes: fallopian tubes with tubal ligation coils. Ultrasound pelvis - on (B)(6) 2018: the uterus is significantly absent. No evidence of essure coils are seen. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, anemia, pelvic pain, hip pain, vaginal problems, feet and joints pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-oct-2019: pfs & mr received. Date of implant updated. Date of explant added. This case was upgraded to incident from other event. Event injury was updated to hip joint pain/joints all over. New events were added: device breakage, abnormal bleeding (vaginal, menorrhagia), insomnia, excessive swelling, vaginal infection, apareunia (inability to have sexual intercourse), skin rashes, incontinence, migraines / headaches, anemia, cracked teeth/several root canals, dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, weight gain, hair loss, granulation tissue post hysterectomy with weekly treatment with silver nitrate, post coital bleeding, sleep disturbance, uti, bumps, throat swelled, jewelry and food allergy, hot flashes, legs pain/feet pain, head pain, stomach pain and fear. Reporter information, medical history and concomitant drug were added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included right lower quadrant pain. Concurrent conditions included overweight, dysplasia, constipation, abdominal pain, cramp in lower abdomen, nickel sensitivity and perineal pain. Concomitant products included clarithromycin (macrobid), fluconazole (diflucan) and metronidazole (flagyl). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2010, the patient experienced arthralgia ("hip joint pain/joints all over"), allergic oedema ("allergic or hypersensitivity reaction type: excessive swelling"), vaginal infection ("vaginal infection"), incontinence ("incontinence"), migraine ("migraines / headaches"), anaemia ("anemia"), fatigue ("fatigue"), urinary tract infection ("uti"), pharyngeal swelling ("throat swelled") and food allergy ("jewelry and food allergy"). In (B)(6) 2010, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2010, the patient experienced tooth fracture ("cracked teeth/several root canals"). In (B)(6) 2011, the patient was found to have weight increased ("weight gain/20pound weight gain in 4 month"). In (B)(6) 2012, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient experienced insomnia ("hormonal changes describe: insomnia") and hot flush ("hormonal changes describe: hot flashes"). In (B)(6) 2017, the patient experienced excessive granulation tissue ("granulation tissue post hysterectomy with weekly treatment with silver nitrate"), coital bleeding ("post coital bleeding") and sleep disorder ("sleep disturbance"). On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required), 6 years 11 months after insertion of essure. On an unknown date, the patient experienced rash papular ("skin rashes\bumps"), pain in extremity ("legs pain/feet pain"), headache ("head pain"), abdominal pain upper ("stomach pain"), fear ("fear"), allergy to metals ("allergic or hypersensitivity reaction type: jewellary"), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), psychological trauma ("psych injury"), abdominal pain ("abdominal pain"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract disorder"), nausea ("nausea") and vomiting ("vomiting") and was found to have hormone level abnormal ("hormonal imbalance"). The patient was treated with surgery (total vaginal hysterectomy with bilateral salpingectomy) and several root canals. Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, menorrhagia, vaginal haemorrhage, insomnia, allergic oedema, vaginal infection, rash papular, incontinence, vaginal discharge, urinary tract infection, pharyngeal swelling, food allergy, fear, allergy to metals, psychological trauma, bladder disorder, urinary tract disorder, hormone level abnormal, nausea and vomiting outcome was unknown and the tooth fracture, arthralgia, female sexual dysfunction, migraine, anaemia, dyspareunia, fatigue, weight increased, alopecia, excessive granulation tissue, coital bleeding, sleep disorder, hot flush, pain in extremity, headache, abdominal pain upper, pelvic pain, dysmenorrhoea and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain upper, allergic oedema, allergy to metals, alopecia, anaemia, arthralgia, bladder disorder, coital bleeding, device breakage, dysmenorrhoea, dyspareunia, excessive granulation tissue, fatigue, fear, female sexual dysfunction, food allergy, headache, hormone level abnormal, hot flush, incontinence, insomnia, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, pharyngeal swelling, psychological trauma, rash papular, sleep disorder, tooth fracture, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vomiting and weight increased to be related to essure. The reporter commented: three coils on the left side and two on the right. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Pathology test - on (B)(6) 2017: cervix: no dysplasia or viral cytopathic change identified. Endometrium: proliferative endometrium, no hyperplasia, malignant or chronic endometritis present. Myometrium: adenomyosis, leiomyoma. Fallopian tubes: fallopian tubes with tubal ligation coils. Ultrasound pelvis - on (B)(6) 2018: the uterus is significantly absent. No evidence of essure coils are seen. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-may-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included right lower quadrant pain. Concurrent conditions included overweight, dysplasia, constipation, abdominal pain, cramp in lower abdomen, nickel sensitivity and perineal pain. Concomitant products included clarithromycin (macrobid), fluconazole (diflucan) and metronidazole (flagyl). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2010, the patient experienced arthralgia ("hip joint pain/joints all over"), insomnia ("insomnia"), allergic oedema ("allergic or hypersensitivity reaction type: excessive swelling"), vaginal infection ("vaginal infection"), incontinence ("incontinence"), migraine ("migraines / headaches"), anaemia ("anemia"), fatigue ("fatigue"), urinary tract infection ("uti"), pharyngeal swelling ("throat swelled") and food allergy ("jewelry and food allergy"). In (B)(6) 2010, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2010, the patient experienced tooth fracture ("cracked teeth/several root canals"). In (B)(6) 2011, the patient was found to have weight increased ("weight gain/20pound weight gain in 4 month"). In (B)(6) 2012, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient experienced hot flush ("hot flashes"). In (B)(6) 2017, the patient experienced excessive granulation tissue ("granulation tissue post hysterectomy with weekly treatment with silver nitrate"), coital bleeding ("post coital bleeding") and sleep disorder ("sleep disturbance"). On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required), 6 years 11 months after insertion of essure. On an unknown date, the patient experienced rash papular ("skin rashes\bumps"), pain in extremity ("legs pain/feet pain"), headache ("head pain"), abdominal pain upper ("stomach pain"), fear ("fear"), allergy to metals ("allergic or hypersensitivity reaction type: jewelery"), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), psychological trauma ("psych injury"), abdominal pain ("abdominal pain"), bladder disorder ("bladder disorder") and urinary tract disorder ("urinary tract disorder") and was found to have hormone level abnormal ("hormonal imbalance"). The patient was treated with surgery (total vaginal hysterectomy with bilateral salpingectomy) and several root canals. Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, menorrhagia, vaginal haemorrhage, insomnia, allergic oedema, vaginal infection, rash papular, incontinence, vaginal discharge, urinary tract infection, pharyngeal swelling, food allergy, fear, allergy to metals, psychological trauma, bladder disorder, urinary tract disorder and hormone level abnormal outcome was unknown and the tooth fracture, arthralgia, female sexual dysfunction, migraine, anaemia, dyspareunia, fatigue, weight increased, alopecia, excessive granulation tissue, coital bleeding, sleep disorder, hot flush, pain in extremity, headache, abdominal pain upper, pelvic pain, dysmenorrhoea and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain upper, allergic oedema, allergy to metals, alopecia, anaemia, arthralgia, bladder disorder, coital bleeding, device breakage, dysmenorrhoea, dyspareunia, excessive granulation tissue, fatigue, fear, female sexual dysfunction, food allergy, headache, hormone level abnormal, hot flush, incontinence, insomnia, menorrhagia, migraine, pain in extremity, pelvic pain, pharyngeal swelling, psychological trauma, rash papular, sleep disorder, tooth fracture, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: three coils on the left side and two on the right. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Pathology test - on (B)(6) 2017: cervix: no dysplasia or viral cytopathic change identified. Endometrium: proliferative endometrium, no hyperplasia, malignant or chronic endometritis present. Myometrium: adenomyosis, leiomyoma. Fallopian tubes: fallopian tubes with tubal ligation coils. Ultrasound pelvis - on (B)(6) 2018: the uterus is significantly absent. No evidence of essure coils are seen. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, anemia, pelvic pain, hip pain, vaginal problems, feet and joints pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received: events: abdominal pain, pelvic pain, psych injury, dysmenorrhea, bladder disorder, urinary tract disorder, hormonal imbalance were added. Consumers address details were updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') and tooth fracture ('cracked teeth/several root canals') in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included right lower quadrant pain. Concurrent conditions included overweight, dysplasia, constipation, abdominal pain, cramp in lower abdomen, nickel sensitivity and perineal pain. Concomitant products included clarithromycin (macrobid), fluconazole (diflucan) and metronidazole (flagyl). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2010, the patient experienced arthralgia ("hip joint pain/joints all over"), insomnia ("insomnia"), allergic oedema ("allergic or hypersensitivity reaction type: excessive swelling"), vaginal infection ("vaginal infection"), incontinence ("incontinence"), migraine ("migraines / headaches"), anaemia ("anemia"), fatigue ("fatigue"), urinary tract infection ("uti"), pharyngeal swelling ("throat swelled") and food allergy ("jewelry and food allergy"). In (B)(6) 2010, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2010, the patient experienced tooth fracture (seriousness criterion medically significant). In (B)(6) 2011, the patient was found to have weight increased ("weight gain/20pound weight gain in 4 month"). In (B)(6) 2012, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient experienced hot flush ("hot flashes"). In (B)(6) 2017, the patient experienced excessive granulation tissue ("granulation tissue post hysterectomy with weekly treatment with silver nitrate"), coital bleeding ("post coital bleeding") and sleep disorder ("sleep disturbance"). On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required), 6 years 11 months after insertion of essure. On an unknown date, the patient experienced rash papular ("skin rashes\bumps"), pain in extremity ("legs pain/feet pain"), headache ("head pain"), abdominal pain upper ("stomach pain"), fear ("fear") and allergy to metals ("allergic or hypersensitivity reaction type: jewelery"). The patient was treated with surgery (total vaginal hysterectomy with bilateral salpingectomy) and several root canals. Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, tooth fracture, menorrhagia, vaginal haemorrhage, insomnia, allergic oedema, vaginal infection, female sexual dysfunction, rash papular, incontinence, anaemia, dyspareunia, vaginal discharge, fatigue, weight increased, alopecia, excessive granulation tissue, coital bleeding, sleep disorder, urinary tract infection, pharyngeal swelling, food allergy, hot flush, fear and allergy to metals outcome was unknown and the arthralgia, migraine, pain in extremity, headache and abdominal pain upper had resolved. The reporter considered abdominal pain upper, allergic oedema, allergy to metals, alopecia, anaemia, arthralgia, coital bleeding, device breakage, dyspareunia, excessive granulation tissue, fatigue, fear, female sexual dysfunction, food allergy, headache, hot flush, incontinence, insomnia, menorrhagia, migraine, pain in extremity, pharyngeal swelling, rash papular, sleep disorder, tooth fracture, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: three coils on the left side and two on the right. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Pathology test - on (B)(6) 2017: cervix: no dysplasia or viral cytopathic change identified. Endometrium: proliferative endometrium, no hyperplasia, malignant or chronic endometritis present. Myometrium: adenomyosis, leiomyoma. Fallopian tubes: fallopian tubes with tubal ligation coils. Ultrasound pelvis - on (B)(6) 2018: the uterus is significantly absent. No evidence of essure coils are seen. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, anemia, pelvic pain, hip pain, vaginal problems, feet and joints pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-nov-2019: quality safety evaluation of ptc(product technical complaint). No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.